Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all colon decompression devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the instructions for use, ifu0102, states the following under step 9: ¿once colon decompression tube is advanced to target area, under periodic fluoroscopic monitoring withdraw both guiding catheter and wire guide, making certain the colon decompression tube remains stationary within colon. " there is no evidence to suggest the user did not follow the IFU (ifu0102). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined due to limited information and the device not being returned. A possible root cause of the difficulty in removing the inner catheter can be attributed to the patient exhibiting a difficult /tortuous anatomy which may have required the user to alter the position and adopt a more flexed/angulated position when advancing the guiding catheter and the decompression tube which led to the subsequent difficulty in removing the wireguide. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the guiding catheter and guide wire broke. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined due to limited information and the device not being returned.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 10-dec-2025.

Event description:
Description of event. As reported via email: "¿is there any in-service we can have with the decompression tube? Last night the guidewire actually broke while dr. (B)(6) was trying to remove it¿." Patient outcome. Asku. Patient/event info - notes. The following information was received via email on 19oct2025. The account had no details as to this incident other than the staff acknowledged they did not flush the guiding catheter or any other part of the device. Inservice for staff was done. 1. Is an acknowledgment letter (formal notification of the complaint being received) required? No. 2. Is any account action needed (credit, no charge replacement, no action, investigation results, etc.¿)? No. 3. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) No. 4. Lot: unknown. 5. Gpn: 6. Is the device available for return? No. 7. What type of procedure was being performed? Colon decompression. 8. What is the endoscope manufacturer and model number that was used? Unknown. 9. As per the description of event is the ¿guidewire¿ mentioned the guiding catheter or the wireguide? Guidewire. 10. Was the device flushed before use? No. 11. What was flushed through the device (water, saline, etc.)? N/a, water, saline, other (if other please specify). 12. Was lubrication applied to the decompression tube? No. 13. Details of the wire guide used (diameter, type make)? Unknown. 14. Please advise the anatomical location of the intended target site. Unknown. 15. Was resistance encountered when advancing the decompression tube into position? Unknown. 16. If resistance was encountered, was the endoscope withdrawn a short distance? Unknown. 17. How often was the decompression tube irrigated? Not irrigated at all. 18. Did any section of the device detach inside the endoscope or patient? Unknown. 19. Did the patient require any additional procedures as a result of this event? Unknown. 20. What intervention (if any) was required? Unknown. 21. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Same procedure, another day unknown 22. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? (If yes, please specify what was observed and where on the device it was observed) unknown. 23. If not with the device in question, how was the procedure finished? Unknown.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.